Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the procedure, the lead was initially screwed in, and the impedance was found to be over 1500 ohms. However, when the lead screw was retracted, difficulties were encountered. The lead was subsequently repositioned and extended, but the impedance remained over 2000 ohms. After another attempt at retraction and repositioning, the impedance increased to over 2500 ohms. As a result, the decision was made to remove the lead, and the subsequent lead attempt was successful. No adverse patient effects were reported.

Event description:
It was reported that during the procedure, the lead was initially screwed in, and the impedance was found to be over 1500 ohms. However, when the lead screw was retracted, difficulties were encountered. The lead was subsequently repositioned and extended, but the impedance remained over 2000 ohms. After another attempt at retraction and repositioning, the impedance increased to over 2500 ohms. As a result, the decision was made to remove the lead, and the subsequent lead attempt was successful. No adverse patient effects were reported.